Manufacturer narrative:
The reported problem was resolved through troubleshooting with the assistance of olympus technical support via phone. In troubleshooting with the customer, technical support learned from the user that they believed the lamp to be a non-olympus lamp. The likely cause of the reported problem is unintended use error due to use of a non-olympus lamp. The instructions for use warn: ¿never install a lamp that has not been approved by olympus. The use of a non-approved lamp can cause damage to the light source and ancillary equipment, malfunction or a fire.¿

Event description:
A user facility reported to olympus that an e102 lamp error was generated. There was no patient injury or harm, associated with the problem, reported to olympus.

Manufacturer narrative:
This supplemental report is submitted to provide the results of the legal manufacturer¿s investigation. The legal manufacturer performed an investigation. A conclusive root cause was not identified. The legal manufacturer determined the possible causes as follows: 1.) The main lamp extinguished due to insufficient application of heat compound during lamp replacement or 2.) When replacing the lamp, if the old heat compound was not sufficiently wiped off and the old one remained (if the new heat compound coating is insufficient), the lamp lighting failure or the lamp life shortened remarkably (consequently, the lamp may be drained suddenly, resulting in an e102 error. The e102 error may also occur due to cracking and gas escaping due to aging. As stated in the instructions for use, "when replacing the examination lamp, use a clean, lint-free cloth to wipe off residual heat compound from the heat sink. If the heat compound is not wiped off completely, the lamp's heat efficiency will be impaired and the examination lamp life will be shortened significantly. Apply enough heat compound. If not enough heat compound is applied, the heat can cause lamp ignition failures."